Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned pages.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 700 mg/dl. The customer began experiencing high blood glucose levels two days prior to the event. The customer changed the infusion set and treated with a manual injection, but her blood glucose continued to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.